Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hypoglycemia. The customer was also reported a difference between sensor glucose and blood glucose values, change sensor alert and calibration not accepted alert. The type of treatment given for the hypoglycemia was unknown. The event involved product(s) mmt-7040c4. Troubleshooting was performed for sensor glucose and blood glucose. The blood glucose value was 3 mmol/l and the sensor glucose value was 17 mmol/l. The difference between the sensor glucose and blood glucose values were not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for hypoglycemia. It was unknown whether the customer was using the pump within the 48 hours of reported event or not also it was unknown whether customer was using automode/smartguard in use at the time of the low blood glucose event or not. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complication was reported. No product return is required for mmt-7040c4.